Event description:
It was reported the patient presented in clinic with pocket stimulation. Upon interrogation, it was discovered the atrial lead exhibited noise. The suspected cause was dislodgement due to twiddlers syndrome. The atrial lead was explanted and replaced. The patient was in stable condition.